Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable.

Event description:
The customer reported a generator error message. The system shuts down when this occurs, resulting in a loss of imaging functionality. This could result in the delay of a procedure. There is no report or injury or death associated with this event.